Event description:
The customer reported the plastic piece around the shock buttons is loose and causing the buttons to be mis-aligned. The paddles are not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the plastic piece around the shock buttons is loose and causing the buttons to be mis-aligned. The paddles are not working. There was no reported pt involvement. The customer replaced the paddles with their own set and resolved the issue. The paddles were scrapped and not available for eval. We will consider this a malfunction of the paddle set where the buttons become misaligned.